Event description:
Four female patients experienced capsular contracture following breast augmentation on the left breast, which is the first side the physician implanted. The physician reported that all four patients underwent capsulectomy and there were no long term or residual patient problems. The physician reported that he did not change his procedure with regard to irrigation or antibiotic use and feels that the capsules could potentially be related to the use of the keller funnel.

Manufacturer narrative:
Physician alleged that keller funnel may have contributed to increase in capsular contracture rate within his practice. No data was provided by physician to substantiate this claim. Physician declined to provide patient information. No product evaluation was performed since no product was returned and no product lot number provided. This is the only reported allegation of capsular contracture associated with the use of the keller funnel after distribution of over (B)(4) funnels.